Event description:
It was reported that "doctor did trial. Went to remove and insert was broken. All pieces were removed."

Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.